Event description:
This handpiece was originally returned as a customer repair stating that the handpiece was not functioning properly. During the evaluation of the handpiece, it became extremely hot to the touch, and could not be held. The service notification was transferred to complaint status as a similar failure in the field could contribute to injury.